Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported insertion difficulty during implant procedure due to insulation breach. The insulation or casing adjacent to the electrodes had become detached and it had the appearance of being pulled or stretched. Additional information received reported the damaged lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.